Event description:
It was reported to philips that the image disk was full, preventing imaging. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by using another system. Philips field service engineer (fse) visited the site and confirmed that the image disk was full. Review of the logfile shows malfunction of the frontal ip-pc. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found the image disk to be full and unable to store images. To resolve the issue, fse used the repair documentation for the m-cabinet and replaced the drive and performed an image recreation. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.